Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified popliteal artery to anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation; however, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.